Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 44 mg/dl at the time of incident. Customer was treated by drinking some juice for low blood glucose level. Customer reported the drive support cap was flush. Advised customer the insulin pump will need to be replaced. Advised customer to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.